Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 5, 2009. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the observed that the device had corrosion on the contacts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning, which is failure to follow the directions for use. This was misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was discovered that the battery casing device had intermittent function. There was a four minute delay to the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.